Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the sealant of a 5f mynx grip vascular closure device (vcd) failed to be deployed and was stuck to the shaft. Hemostasis was achieved by manual compression for less than 30 minutes. There was no reported patient injury. The device was stored and prepared according to the instructions for use (IFU), and no device or package damage was noted prior to use. The mynx vascular closure device (vcd) was used in a diagnostic procedure with a retrograde approach, and the user was mynx certified. The femoral artery suitability, including insertion angle of the vascular sheath introducer, was verified on angiography or venography. The device was used in the femoral artery, the vessel diameter was verified to be greater than or equal to 5 mm, vessel tortuosity was little, and there was no peripheral vascular disease (pvd) or calcium present near the puncture site. The user shuttled down completely with no significant resistance, no unusual force was applied when retracting the sheath, and the advancer tube was engaged or visible. The device is being returned for evaluation.